Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed, found nothing related to the complaint. There was no 12-month service history during the review. Visual inspection had been performed and delaminated dso seal was found. The dso seal was replaced. Customer reported dso seal bubbling issue was confirmed through visual inspection. The probable cause of the reported issue was unknown. The device passed all functional testing after repair and was returned to the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing, there was a ripped and bubbled downstream occlusion (dso) seal. There was no patient involvement and no harm/adverse event reported.